Event description:
It was reported that at a routine follow-up, both the right ventricular (rv) and left ventricular (lv) leads had high impedance and high thresholds. The rv lead was explanted and the lv lead was capped. No patient complications have been reported as a result of this event.

Event description:
It was reported that at a routine follow-up, both the right ventricular (rv) and left ventricular (lv) leads had high impedance and high thresholds. The rv lead was explanted and the lv lead was capped. No patient complications have been reported as a result of this event. Additional information was received in a lawsuit alleging that the patient "experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including....replacement of the defective lead". The lawsuit also alleges that the patient "has sustained and will continue to sustain severe physical injuries, and/or death, severe emotional distress, mental anguish economic losses and other damages.."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fractured; distal segment returned for analysis. It was reported that at a routine follow-up, both the right ventricular (rv) and left ventricular (lv) leads had high impedance and high thresholds. The rv lead was explanted and the lv lead was capped. No patient complications have been reported as a result of this event. Additional information was received in a lawsuit alleging that the patient "experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including....replacement of the defective lead". The lawsuit also alleges that the patient "has sustained and will continue to sustain severe physical injuries, and/or death, severe emotional distress, mental anguish economic losses and other damages.." Actual device involved in incident was evaluated. Electrical tests performed. Mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor, device was out of specification in a manner that relates to event. Impedance, high lead(s), fracture of shock, inappropriate, high threshold, defective device.